Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in large colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient had a 1.2 cm flat polyp. The clip was then used and was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy after two clicks. Reportedly, the clip was removed by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the device returned without the over sheath. Microscope examination was performed, and it was confirmed that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The bushing had signs of double crimped. Additionally, x-ray analysis was performed on the device and it was observed that the yoke was detached from the control wire, providing evidence of the failure to release from catheter that was reported. Dimensional examination was performed on the outside diameter of the bushing to further analyze the deployment issue and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in large colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the patient had a 1.2 cm flat polyp. The clip was then used and was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy after two clicks. Reportedly, the clip was removed by force, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.